Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The actual complaint sample was not returned for evaluation; therefore, a sample was selected from the current production lot at the manufacturing facility. A visual exam was performed on the production sample and no defects were observed. Both cuffs were inflated to 25mbar with a calibrated endotest and no issues were encountered. The device was then immersed in water with the cuffs inflated and no air bubbles were observed indicating there were no leaks. The reported complaint could not be confirmed as the actual sample was not returned for evaluation. No issues were found with the device selected from current production. If the actual complaint sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges that the balloon leaked. The leak was noted after intubation. The device was changed out to complete the operation. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the balloon leaked. The leak was noted after intubation. The device was changed out to complete the operation. The patient's condition is reported as fine.